Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen during on-site software upgrade. There was no patient involvement. No additional information is available.